Event description:
It was reported that the user experienced elevated blood glucose while using the ilet, including an insulin occlusion alert followed by rising glucose despite an initial tubing fill that showed drops and a subsequent site change; the user later replaced only the cartridge at their request, after education on full set changes, and insulin delivery continued. Symptoms included hyperglycemia with associated sweating and nausea. Outcomes included resolution of the alert, continued insulin delivery after a site change and cartridge replacement, and improvement in blood glucose by the end of support. Investigation included remote troubleshooting, tubing fill verification, guidance to change the infusion site, and education on replacing all infusion components. Investigation of this case revealed no persistent device alerts after intervention and no evidence of mechanical failure, with the event consistent with transient interruption of insulin delivery of unclear origin. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.